Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported event. The DHR confirmed that the subject device was shipped in accordance with the specifications. Based on the results of the investigation, it is likely the cause of the phenomenon is that the image cannot be displayed due to the failure of the led unit harness. In addition, we were unable to identify the cause of the failure of the led unit harness due to the lack of further information. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed due to a defective harness from the led (light emitting diode) unit. The locking system is also worn out on the video connector. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus that an error e105 occurred while using the video system center. There was no patient harm associated with this event.